Event description:
Drill bit broke into two pieces while in use, with one being retained in the patient. Retained piece of drill bit retrieved from patient. Flat plate x-ray taken near end of procedure. X-ray negative for retained foreign bodies as read by physician.